Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). One picture was received for evaluation. It showed that a product had been previously used, and the picture is showing the adapter tube component detached from the valve. To replicate what was seen in the attached picture, a pull test was performed using a piece from the production floor. The pull test was performed according to procedure. The valve was detached from the tube due to force applied and a dymax solvent ring is observed around the adapter tube. The failure mode is unable to be confirmed since it is a result of an excessive force applied to the components. Root cause is the unit has been damaged after it left the manufacturing facilities by user interface since per pictures attached it can be seen the solvent was applied properly. No corrective actions can be taken since the failure mode reported is not due to the manufacturing process.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was unable to be completed as no lot information was provided.

Event description:
It was reported that the IV tubing fell apart during use. Patient potentially pulled too hard, or didn't have it secured well enough or tubing was defective. There was no patient injury reported.